Manufacturer narrative:
H10: per the customer¿s response, the device was reprocessed in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection - prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to the clogging of the nozzle; the air supply volume does not meet the standard value. Also, the evaluation found the following: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The plastic distal end cover had a scratch. The objective lens had discoloration. The protector of the universal cord on the scope connector side had a scratch. Forceps elevator knob had a scratch. Scope connector cover unit had a scratch. Scope connector had a scratch. The universal cord had a scratch. Grip had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. Forceps elevator lever had a scratch. The flexibility adjustment ring had a scratch. The control unit had discoloration. The control unit had a scratch. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. Due to the clogging of the nozzle, the water supply volume did not meet the standard value. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had a chip. The bending section had a scratch. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The connecting tube had a scratch. Due to a scratch on the objective lens, the image had dark area partially. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. The customer did not know what the foreign material was. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had defective air and water supply. The issue was found during preparation for use. The unspecified procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.